Manufacturer narrative:
The device is expected to be returned. However, the device has not been received. Attempts have been made to obtain additional information, however, our attempts have been unsuccessful. Since the device was not returned, we are unable to perform further root cause analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report that during a mechanical thrombectomy with aspiration, the arc catheter was reported to have broken. During the procedure, the arc was inserted into the sheath and then the arc broke. No force was applied but the device broke in the proximal section. The arc was replaced penumbra ace 68 and procedure was performed. The anatomy was normal. Access vessel was the internal carotid artery (ica).

Manufacturer narrative:
The arc catheter was returned for analysis within a shipping box; within a plastic bio-pouch and within an opened arc inner pouch. The arc catheter was decontaminated. Upon visual examination, no damages or irregularities were found with the arc hub. The arc catheter body was found separated near the proximal end of hub and retained by the inner wire. The tubing material of the separated ends exhibited with jagged edges. Inspection of the remainder of the arc catheter, revealed no other damage or irregularities. No other anomalies were observed. Based on the device analysis and reported information, the report of ¿catheter separation/break¿ was confirmed as the catheter was found separated. However, the cause for the catheter separation could not be determined at this time. Per our device's instructions for use: never advance or withdraw an intraluminal device against resistance until the cause of the resistance is determined by fluoroscopy. Excessive force against resistance may result in damage to the device or vessel perforation. If information is provided in the future, a supplemental report will be issued.